Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The root cause of the complaint was determined as user error- poor aseptic technique. A label review will not be performed due to unknown product code.

Event description:
On (B)(6) 2011, baxter received a spontaneous report from a (B)(6) peritoneal dialysis nurse(pdrn) that on an unknown date in (B)(6) 2011, the patient was found to have cloudy effluent during his clinic visit. A peritoneal effluent culture and a cell count were performed, and the patient began intraperitoneal (ip) antibiotics (drug and dose unknown). The pdrn stated causality was related to the patient not wearing a mask as instructed. The pdrn stated that the baxter pd solutions or devices were not suspect. Extraneal therapy was temporarily stopped while the patient received ip antibiotics. The patient had completely recovered at the time of the report, and extraneal therapy was resumed.